Event description:
It was reported by service report that the retaining post was broken. There was patient involvement, however no adverse consequences are reported.

Manufacturer narrative:
Retaining post kit.